Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that the pta balloon allegedly ruptured circumferentially (atm unknown) and a balloon segment detached from the catheter in a venous anastomosis. It was further reported that a snare device (medical intervention) was used in an attempt to capture the detached balloon segment but was unsuccessful. It was said that the physician deployed a bare metal stent to appose the detached balloon segment to the vessel wall. There was no known consequence or impact to the patient.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned. The distal end of the balloon was not returned. The segment contained the hubs, shaft, and the proximal base of the balloon. A complete circumferential rupture was observed 2.2cm from the proximal balloon to shaft bond. The catheter was stretched and jagged at the location of the detachment. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was returned (i.e. Balloon detachment). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a complete circumferential balloon rupture and balloon detachment based upon the condition in which the sample was received. The balloon rupture likely lead to the balloon detachment. Based on the condition of the returned sample (i.e. Stretching observed at the point of detachment), it is likely that excessive force contributed to the detachment. However, the definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.